Manufacturer narrative:
Device evaluation did not show any malfunction. The trajectory discrepancy is likely caused by implant placement error and/or partial guide instability during surgery.

Event description:
Doctor used a surgical guide to place dental implant. Doctor said trajectory was too buccal for both sites after first drill and then he free-handed the rest of surgery. Doctor also said the implant was into the sinus.